Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2017-00058/ 00060/00062/ 00064/ 00065).

Event description:
Patient reportedly experienced pain, instability, and tenderness noted approximately six weeks post-implantation. Unusual pain was additionally reported with onset approximately six months post-operatively. Continued pain, instability, tenderness, and impingement were further noted approximately twelve months post-implantation. No revision has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It is reported that patient began experiencing pain approximately 6 months post-operatively. At 12 months post-operatively, patient reported pain, instability, immobility, impingement, and tenderness. It was further reported at two (2) year follow-up, that patient is still experiencing pain, tenderness, subacromial crepitus, and limited range of motion. The issues were noted to be tolerated, and no revision or further treatment has been indicated at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: comprehensive shoulder system mini humeral stem, catalog#: 113634, lot#: 294510, comprehensive shoulder system standard taper adaptor, catalog#: 118001, lot#: 429980, hybrid glenoid base, catalog#: 113956, lot#: 193480, hybrid glenoid porous titanium glenoid post regenerex, catalog#: pt-113950, lot#: 286100. Complaint x-rays were evaluated and the reported event could not be confirmed. The x-ray reviewer stated "left total shoulder arthroplasty components remain intact and appear grossly unremarkable at one year. The cause of the reported events is not clearly indicated on x-rays. Clinical symptoms of pain, instability and impingement may be related to soft tissue factors (example rotator cuff pathology) not apparent on x-rays." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient began experiencing pain, approximately 6 months post-operatively. At 12 months post-operatively, patient reported pain, instability, immobility, impingement, and tenderness. No revision has been scheduled. Outcome of treatment is pending.